Event description:
During a spinal procedure using intraoperative neuromonitoring, it was reported that the system had a damaged power port. This made the system inoperable. A second neuromonitoring system had to be used to complete the surgery.

Manufacturer narrative:
The system is returning for evaluation. A follow-up report with the results of the investigation will be submitted upon completion.